Manufacturer narrative:
The sheath had been kinked 1.48¿ proximal to the distal tip; however, both the formed curve and sideport orientation of the sheath were consistent with specifications. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator, in a similar location to the kink in the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving is consistent with the sheath damage. The cause of the sheath damage is consistent with damage during use.

Event description:
This report is to advise on an event of skiving found during analysis confirming the reported insertion difficulty.